Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirmed allegation with the device. Reviewed memory log and noted device has recorded first battery system fault low voltage. The daily battery voltage measurements displayed a pattern of steady and rapid discharge, while the device diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. Also, all therapy was available while implanted. Furthermore, based on the battery depletion curves (no indications of intermittency) and no other faults were noted, this is consistent with normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones and also recorded a code 1003, which is indicative of battery voltage being too low for the projected remaining capacity. An engineering analysis was requested. To date, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones and also recorded a code 1003, which is indicative of battery voltage being too low for the projected remaining capacity. An engineering analysis was requested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones and also recorded a code 1003, which is indicative of battery voltage being too low for the projected remaining capacity. An engineering analysis was requested. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.